Event description:
Malfunctioning screws from a coral case were reported by the distributor. The surgeon was inserting the screw and once he put pressure on the driver, the screw locked at a 30 degrees angle. Using according to the surgical technique, 4 screws were used before one worked. The surgeon just took off the screw and tried another one. Surgery was completed. Surgery time did not extend more than 10 minutes due to the incident. Add'l anesthesia was not administered due to the incident.

Manufacturer narrative:
The following products were also involved in this surgery: 18-12-7540, polyaxial screw solid 7.5x40mm (lot number: w10966), 18-12-7540, polyaxial screw-solid 7.5x40mm (lot number: w9324), 18-16-7540, polyaxial screw-fenestrated 7.5x40mm (lot number: w8674). To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.